Manufacturer narrative:
(B)(4). Meter was evaluated with no defect found. Evaluation of the test strips indicated the findings of black chemistry, due to the black chemistry, there is a possibility of a "lo" blood result obtained by the user. Root cause of malfunction noted in the complaint is black chemistry due to improper storage.

Event description:
Consumer complaint of e-3 error; returned test strips displayed e-3 immediately when strips were inserted into the meter.